Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, fading serial number label and scratched case and partial display anomaly due to bleeding lcd display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracked battery compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.